Event description:
It was reported that the capture thresholds had increased due to dislodgement. When an attempt to reposition the lead was unsuccessful, the lead was explanted and replaced.

Event description:
This is a case report received by baxter (B)(4) from the customer. It was reported a defective port of one bag of accusol35 k2. The customer reported that the issue occurred during the perforation of the bag. Due to a defective port of bag the tip of the dialysis line was not connected properly and perforated directly to the bag. No impact to the patient reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.